Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately two years. Based on the follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis from staphylococcus aureus. The health-care provider also mentioned that the explant was patient related and not related to any device malfunction. Per the operative report, the patient was admitted to the hospital on (B)(6) 2011 with malaise, fever, chills was found to have blood cultures (B)(6) for staphylococcus aureus, and had echocardiographic evidence of endocarditis, however there was no mitral stenosis and no mitral regurgitation. In light of the patient's advanced age, debilitation, it was thought prudent to initially treat the patient with antibiotics. Initially, the patient was stabilized. The patient developed abdominal pain and abdominal distention, which was initially transient, however required exploratory laparotomy on (B)(6) 2011, which revealed evidence of ischemic small bowel in right colon. On (B)(6) 2011, the patient was re-explored and did require resection of small bowel, right colon with end ileostomy and mucous fistusia. The patient recovered from that, was extubated, was alert, neurologically intact and hemodynamically stable. Despite the patient's multiple comorbidities and severe debilitation, it was felt the infection would not clear without replacement of a prosthetic valve, especially in light of the organism. Of note, the patient does have a history of debilitating rheumatoid arthritis and was on immunosuppressive therapy, however has not been on that therapy for approximately six months. (B)(4) was employed, which did reveal thickening of the mitral valve leaflets with small vegetations. The atrial septum was opened which gave good exposure to the mitral valve. There was evidence of thickening and debris on the valve suggestive of vegetation. There was no evidence of any perivalvular leak, primary valve destruction and abscess formation. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) leaflet thickening with small vegetations. Device not returned. Additional manufacturer narrative: per the health-care provider the event was patient related. Therefore, sample device evaluation was not requested since there is no allegation of product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the health-care provider the source of infection is staphylococcus aureus.